Manufacturer narrative:
Adjudication notes were received and reviewed. The adjudication committee disagrees with the original report that the patient suffered a transient ischemic attack two days post procedure. The committee agrees that the patient suffered a major ischemic/embolic stroke. The event was evaluated and determined to be related to the index procedure. Two days after discharge the patient developed sudden onset of dysarthria, left hemiparesis or hemiplegia, and left hemiataxia that lasted less than 24 hours. The patient presented to the emergency department with complaint of sudden onset of left hand clumsiness, and left hand numbness. On admission, his speech seemed to be difficult: he had difficulty understanding questions and speaking. Physical examination found the patient awake and alert. He was unable to lift his left upper extremity off of the bed; his left leg was also weak, but less affected than the arm: he was able to lift it up, but could not hold it up against resistance. Strength in the leg was 4/5; strength in the arm was 2/5. The patient had difficulties with some questions, which might be due to receptive aphasia. He had abnormal speech and was sometimes difficult to understand (speech accent vs. Expressive aphasia). The patient unable to clearly differentiate what the physician was trying to explain to him. Per report, the patient was not a candidate for tpa. It further noted that CT perfusion study and cta of the head were "essentially negative." The ECG showed normal sinus rhythm. Per radiology report, a cta of the neck showed occlusion of the proximal left subclavian artery with distal reconstitution via the left carotid subclavian graft; left carotid stent was in place with narrowing of the stent in its midportion with difficulty assessing the degree of stenosis. Carotid duplex ultrasound the next day reported a patent carotid stent; there was minimal heterogenic plague in the right and in the left carotid artery noted. A patent common carotid artery (cca) to subclavian bypass graft was reported. A brain MRI without contrast, compared to MRI performed approximately four months prior, revealed approximately 4 or 5 foci of restricted diffusion in both cerebral hemispheres, including a single focus in the posterior paramedian right frontal lobe and several additional foci in the left frontal and left parietal lobes superiorly. They were compatible with areas of acute infarction. The distribution suggested embolic etiology. There was no evidence of hemorrhagic transformation. Stable areas of old infarctions in the precentral gyri bilaterally were noted. An mra of the head without contrast performed three days after being admitted found the a1 segment of the right anterior communicating artery (aca) to be congenitally absent. There was irregular narrowing of at least a moderate degree involving peripheral anterior cerebral artery branches bilaterally, as well as the middle cerebral artery (mca) branches bilaterally. There also appeared to be significant atherosclerotic narrowing involving the posterior cerebral arteries. Exam was limited due to patient's motion. Per physician note: bilateral acute cerebral infarct, left ica territory; reviewed mra - left ica supplies right aca explaining infarct noted on the right hemisphere. The hospital admitting and discharge diagnosis was acute stroke, according to the discharge summary. The site reported event of tia. On 30 day follow-up, the nih stroke scale score was 2 and the rankin stroke scale score was 0. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the (B)(6) study, seventy-two hours post index procedure the patient experienced a neurological event of dysarthria, left hemiparesis, and left hemiataxia. The onset was sudden and recovery was full. Diagnosis was a transient ischemic attack. During post dilation it was reported that vessel spasm occurred which was treated with intra arterial nitroglycerin. Adjudication notes were received and reviewed. The adjudication committee disagrees with the original report that the patient suffered a transient ischemic attack two days post procedure. The committee agrees that the patient suffered a major ischemic/embolic stroke. The event was evaluated and determined to be related to the index procedure. The patient is a (B)(6) year-old male. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as mildly calcified. The rate of stenosis was 90%. There was no occlusion of the contralateral carotid artery. An angioguard was advanced distal to the lesion and the lesion was pre-dilated. A precise ((B)(4)/ lot 15793852) stent was advanced and successfully deployed at the target lesion. During post dilation with a non cordis balloon vessel spasm occurred. The angioguard was safely removed and upon inspection of the filter basket there was no debris found. The procedure was successfully completed. There was no reported injury to the patient. Nih was at baseline at the time of discharge. The patient was discharged with aspirin and clopidogrel prescribed. The patient was (B)(6) for dysarthria due to a history of previous neck surgery and/or history of alcohol abuse. As per the physician, the episode was not related to the stent, as it is in good placement and widely patent. Symptoms were also inconsistent with distribution of treated stenosis, possibly related to brief drop in blood pressure or cardiac output. Symptoms were very short lived and subject was discharged from the ER¿not admitted. The symptoms were not treated, subject was observed and discharged. The products were not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter¿s basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. This may lead to tia symptoms such as reflex change. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. DHR review confirmed that the product met specifications. No corrective actions will be taken at this time.

Event description:
As reported by the (B)(4) study, seventy-two hours post index procedure, the patient experienced a neurological event of dysarthria, left hemiparesis, and left hemiataxia. The onset was sudden and recovery was full. Diagnosis was a transient ischemic attack. During post dilation it was reported that vessel spasm occurred which was treated with intra arterial nitroglycerin. The patient is (B)(6) male. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as mildly calcified. The rate of stenosis was 90%. There was no occlusion of the contralateral carotid artery. An angioguard was advanced distal to the lesion and the lesion was pre-dilated. A precise (pc0940rxc/ lot 15793852) stent was advanced and successfully deployed at the target lesion. During post dilation with a non cordis balloon vessel spasm occurred. The angioguard was safely removed and upon inspection of the filter basket there was no debris found. The procedure was successfully completed. There was no reported injury to the patient. Nih was at baseline at the time of discharge. The patient was discharged with aspirin and clopidogrel prescribed. The patient was positive for dysarthria due to a history of previous neck surgery and/or history of alcohol abuse. As per the physician, the episode was not related to the tent, as it is in good placement and widely patent. Symptoms also inconsistent with distribution of treated stenosis, possibly related to brief drop in blood pressure or cardiac output. Symptoms were very short lived and subject was discharged from the ER¿not admitted. The symptoms were not treated, subject was observed and discharged.

Manufacturer narrative:
As reported by the sapphire study, seventy-two hours post index procedure the patient experienced a neurological event of dysarthria, left hemiparesis, and left hemiataxia. The onset was sudden and recovery was full. Diagnosis was a transient ischemic attack. During post dilation it was reported that vessel spasm occurred which was treated with intra arterial nitroglycerin. The patient is a (B)(6) year-old male. The target lesion location was the ostium of the left internal carotid artery. The vessel was described as mildly calcified. The rate of stenosis was 90%. There was no occlusion of the contralateral carotid artery. An angioguard was advanced distal to the lesion and the lesion was pre-dilated. A precise (pc0940rxc/ lot 15793852) stent was advanced and successfully deployed at the target lesion. During post dilation with a non cordis balloon vessel spasm occurred. The angioguard was safely removed and upon inspection of the filter basket there was no debris found. The procedure was successfully completed. There was no reported injury to the patient. Nih was at baseline at the time of discharge. The patient was discharged with aspirin and clopidogrel prescribed. The patient was positive for dysarthria due to a history of previous neck surgery and/or history of alcohol abuse. As per the physician, the episode was not related to the stent, as it is in good placement and widely patent. Symptoms were also inconsistent with distribution of treated stenosis, possibly related to brief drop in blood pressure or cardiac output. Symptoms were very short lived and subject was discharged from the ER¿not admitted. The symptoms were not treated, subject was observed and discharged. The products were not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Local vasospasm can be caused by the outward radial force and axial friction of the filter¿s basket, or by the device manipulations inherent in any procedure causing endothelial irritation. A carotid vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the brain. This may lead to tia symptoms such as reflex change. Treatment of arterial spasms may include medications such as nitrates and calcium channel blockers. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. DHR review confirmed that the product met specifications. No corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2013-00546 and 1016427-2013-00108.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2013-00546 and 1016427-2013-00108.